Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level of greater than 600 (mg/dl). Reportedly, customer underwent an oral surgery procedure the day before, and believed that the steroid injection caused complications with their bg levels. While in the ER, the customer was treated with intravenous insulin. Customer was released later that day with a bg level of 226 (mg/dl).